Event description:
I had the essure procedure done at the (B)(6) back in 2009, following the birth of my last child. The device was suggested and I was told it is a permanent birth control procedure. After having this done, I later began having severe cramping, pains in lower back, abdominal discomfort, migraine headaches, and periods that lasted up to 3 weeks. I became ill and weak and often just had no energy to do things because I was so uncomfortable all the time. My new doctor at the (B)(6) medical center decided it would be best if I had a hysterectomy. I had that done on (B)(6) 2015./ I felt better for a while and then pain, migraines, and discomfort came back. The essure coils were not removed, doctor said that my pelvis was tilted and no need to remove all. Now I am back to the same pain and discomfort just without the bleeding. I truly believe it is the essure coils causing me so much pain. These things need to be banned and I need to find a doctor to remove them.